Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient experienced peritonitis and a migration of their pd catheter (not a fresenius product). Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported that the patient presented to the emergency department (ed) on (B)(6) 2022 following the inability to drain during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. Fibrin was found in the patient¿s pd catheter, and it was able to be flushed in the emergency department. Medical imaging taken in the emergency department found their pd catheter in malposition. The patient was not hospitalized for this event and advised to follow up with their outpatient clinic. The patient then presented to the outpatient clinic on (B)(6) 2022 with cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic presented with no growth in the culture and a wbc count of 100/mm3 with 50% polymorphonuclear leukocytes. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the root cause was potentially non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home as the patient has been historically noncompliant to clinical recommendations for pd therapy. Despite these claims, it could not be confirmed that non-adherence to aseptic technique during ccpd therapy was the root cause of this infection. The patient was not hospitalized for this event. They were prescribed intraperitoneal (ip) vancomycin at 2000 mg every five days for two weeks and ip ceftazidime at 2000 mg every day for two weeks. The patient is recovering from this event, but it was unknown if they became asymptomatic. The patient was scheduled for a consult with their surgeon concerning the malposition of their pd catheter but opted to transition to hemodialysis (hd) for renal replacement therapy through an existing arteriovenous access prior to consultation. It was reported the patient had pd catheter issues (unrelated to cycler use) since starting pd and decided in-center hd therapy was a better choice for them. It was confirmed, though the exact cause of these events remains unknown, the patient¿s peritonitis, the malposition of their pd catheter and the associated emergency department visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis following these events with no plan to return to pd therapy.